Manufacturer narrative:
Correction d4: device information has been updated.

Manufacturer narrative:
The reported event of broken lead was confirmed. As received, microscopic inspection showed the returned lead had a kink on the outer tubing and all internal lead wires broken.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead was fractured. Surgical intervention was undertaken and the lead was explanted and replaced.